Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. All of the buttons functioned properly, no damage on the keypad assembly noted. The joint connector on the lcd was inspected and no unlock keypad connector were noted. However, the device was received with moisture damage electronic assembly. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that there was condensation behind the screen of the customer's insulin pump in addition to the buttons being unresponsive. His blood glucose was 211mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.